Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
New etq created in order to update etq (legacy system) (B)(4). Reason for original complaint- litigation papers allege: pain and suffering , emotional distress, lost wages, and medical expenses. **update** 05/18/2012- plaintiff¿s preliminary disclosure form was received, which identified doi. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update** - medical records received (B)(4) 2013. Revision operative report indicates the following: failed acetabular component; metallosis; pain; joint fluid encountered and had the appearance of fluid with metal debris; slight amount of corrosion on the neck. Adaptor sleeve and femoral stem added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.